Event description:
A pt had a feeding tube balloon rupture in his stomach. The pt's mother took him to the ER where she was reassured, by the dr, that the small piece of (silicone) balloon would pass naturally. There was no fever or complications following the incident. A foley catheter was inserted into the pt and was replaced with a new mic-key sent as a courtesy product. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
The device was not returned for eval and no lot number was provided so a review of the appropriate DHR could not be performed. The dfu states: "precise balloon life cannot be predicated. Silicone balloons generally last 1-8 months, but the life span of the balloon varies according to several factors. These factors may include medications, volume of water used to inflate the balloon, gastric ph, and tube care."